Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: during investigation, the black box showed evidence of a cs 052/054 error on the complaint date. The pump powered on with the returned battery cap to a dim and discolored display. The battery cap was unable to fully tighten. The battery compartment was found to be cracked. The battery cap threads were damaged. There was no evidence of moisture contamination found inside the battery compartment. A 24 hr basal program was run with the returned battery cap. There was no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. The original complaint was not duplicate during investigation.